Manufacturer narrative:
He product was discarded by the customer. Further information surrounding the event has been requested and investigation is ongoing. A supplemental medwatch report will be sent when the investigation is completed. Please note, getinge USA sales, llc(importer) is submitting the report on behalf of pulsion medical systems se (exemption number e2018007). Contact: pedro cruz 45 barbour pond road wayne, new jersey 07470

Event description:
A picco catheter (4f16cm) was inserted in a patient, patient underwent a debulking laparotomy with hipec. Post-operative a thrombosis of the arteria poplitea (catheter insertion site) was detected. A fasciotomy (surgical intervention) was required. (B)(4).

Manufacturer narrative:
The involved catheter was not available for investigation as it was discarded by the user in the hospital. An investigation of a retain sample of the same batch and a DHR review could not be performed as the batch was not provided despite several request. A similar catheter with greater length was tested in june 2016 for its haemocompatibility. The results show that the requirements for the interaction of the test item with blood according to iso 10993-4 are fulfilled. The issue is monitored on the market. The rate of complaints about a thrombosis in association with a picco catheter known to us is far below the published average of complications with arterial catheters. On the basis of the overall circumstances and the investigations of similar complaints the incident is seen as a known complication of arterial cannulation. The instructions for use (IFU) have several indications about the risk of thrombosis. (B)(4). Exemption #: e2018007. (B)(4).

Event description:
Manufacturer reference #: (B)(4).